Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repairs are complete.

Event description:
Info received indicates the head rest is drifting on the stretcher.